Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 1 devices were evaluated in the field and the issue was confirmed; the device had a damaged electrical component. 2 devices were evaluated and the issue was no confirmed; no failure was detected. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the bed had phantom motion. No patients were involved.